Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injection. Customer continued to use the pump for insulin therapy.